Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens haptic torn/broken. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -18.0 diopter in the patient's left eye (os) on (B)(6) 2016 and it was noted that the lens was torn during injection/delivery into the eye. The lens was explanted on (B)(6) 2016. The lens was exchanged for a lens of the same size, model, and diopter and the problem was resolved. There was no report of any patient injury.